Manufacturer narrative:
Correction to d9 - the product was not returned. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3 and h6. It has been over six (6) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. The investigation was based solely on the information provided by the customer, since the device was not returned to olympus. Regarding the ceramic tip, based on the damage pattern, it is assumed that the damage was thermally and mechanically induced. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the hysteroscope's ceramic tip was damaged. The issue occurred during reprocessing. There were no reports of patient harm.